Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Insulin pump also received with moisture damage on the motor and vibrator tube assembly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, display screen immediately went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.